Event description:
Neck surgery (B)(4) 2011. Prescribed a growth stimulator late (B)(4) 2011. Late (B)(4) the lymph nodes in my neck swelled up where the neck surgery was done and the surgeon referred me to my to primary care. In turn I was referred to a specialist who diagnosed lymphoma in my neck, (B)(4) 2011. Dates of use: (B)(4) 2011. Event abated after use stopped or dose reduced: no.